Event description:
A caller reported that the pump battery was depleting too fast. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.